Event description:
During surgery, the screw which was used for the second distal hole was broken. The doctor left the broken screw in the pt's body and completed the surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.